Event description:
Treatment of an avm with onyx. During procedure, it was reported the catheter became entrapped in the onyx cast and was left in the patient. The patient was discharged and reported is one-quarter contraction of visual field because of brain infarction. Same event as MDR# 2029214-2010-00058.

Manufacturer narrative:
The device will not be returned for evaluation as it remained in the patient. (B) (4).